Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported a right side "rupture" against a saline device. Healthcare professional later confirmed deflation. Device has been explanted.

Manufacturer narrative:
Clarification to d6a implant date: previously submitted partial implant date of "2003" was before the manufacturing date of the device and has been removed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as cracked valve seat diaphragm valve and two opening assessed as surgical damage. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side "rupture" against a saline device. Healthcare professional later confirmed deflation and reported "leakage of valve". Device has been explanted.